Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer reported keypad anomaly. Customer stated that the insulin pump was exposed to change in altitude customers stated that keypad was not responsive or customer was not able to clear the alarm. Customer stated that button were peeling off and scratch extent to the button. Customer stated that a button was not pressed for three minutes or longer. Customer reported keypad puffed or compressed. Customer stated that the insulin pump was neither bumped nor dropped. No harm requiring medical intervention was reported. Troubleshooting was performed. The customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged unresponsive keypad and cosmetic damage located at the keypad buttons observed on august 27, /2022. Device received with an unresponsive keypad at the down button. Unable to perform the displacement test and self-test due to unresponsive keypad. Device was cut open to perform visual inspection and found moisture damage on the keypad flex connector. Unable to download due to corroded keypad traces. Device did not pass the keypad voltage test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, overlay scratched, keypad overlay peeling, missing display window/cover, cracked case (battery tube), cracked case-corner of belt clip rails, corroded keypad trace and pillowing keypad overlay. Unresponsive keypad was observed during analysis and confirmed due to moisture damage on the keypad traces. Unable to download confirmed due to corroded keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.